Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed prophylactically in the upper infrarenal ivc without incident. Approximately one year post filter deployment, a filter retrieval procedure was performed. Access was gained to the right jugular vein and a venacavagram demonstrated a widely patent ivc, the filter apex embedded on the left side of the ivc and several limbs of the filter extending through the ivc wall. Despite multiple attempts using different catheters, the filter was unable to be retrieved. A completion venacavagram demonstrated the absence of any extravasation and or impingement of the filter. The sheath was withdrawn and manual pressure was held for 15 minutes. There was no bleeding or hematoma and the patient was taken to the recovery room in stable condition. Approximately one year four months post filter deployment, a CT scan demonstrated the filter apex tilted towards the medial wall of the ivc and several filter limbs extending through the wall of the ivc abutting adjacent structures. Approximately two years six months post filter deployment, a kub demonstrated the filter at the level of the l1 vertebrae. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately one year after implantation, a filter retrieval was performed. A venacavogram allegedly demonstrated the filter tipped on its side with the top embedded in the left side of the ivc. It was further reported that several limbs extended through the wall of the ivc. Multiple unsuccessful attempts were made using several devices to engage the filter hook. No further attempts to retrieve the filter were made. A CT of the abdomen and pelvis, taken approximately four months after the retrieval attempt demonstrated the filter apex tilted towards the medial wall of the ivc with several legs beyond the ivc wall. The position of the filter was reported to be approximately stable compared to the prior study. Based on the medical record review, filter tilt, limb perforation of the ivc wall, and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one year post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted with several limbs extending through the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. A completion venacavagram demonstrated no evidence of extravasation or impingement of the filter. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided surrounding this event in the medical records received.